Event description:
The procedure was embolization of intracranial aneurysm with an indication of subarachnoidal bleeding caused by perforated aneurysm of the distal anterior artery ( diameter 10mm). Two coils were positioned without problems. However difficulty was encounted with the third coil, dcs orbit. As struts of the third coild protruded into the distal anterior artery. Additionally, during withdrawal of the third coil, it stretched and further stretched during removal of the microcatheter. Attempt to save the third coil waqs made with an endovasuclar snare, in-time retriever. Finally, the stretched third coil was fixed in the common carotid artery by means a guidant omnilink 7x18 stent. Intravenous medication of heparin and aggrstat were administered and the patient was intubated. After 1 and half days, the patient was extubated, and patient's condition has significantly improved since then.